Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with cracks on both front corners of top case, and bottom case; contamination was also found inside the plunger assembly. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log, ehl, showed evidence of depleted battery. To further investigate the reported issue, a power up and functional test was performed. The depleted battery was found at power up and all the reading of battery ended with 0.00 value, testing battery was used and still have the same depleted battery message. The last time pump was used before the depleted battery ((B)(6) 2021 at 9:12:59) error was found by customer was on (B)(6) 2021 at 11:17:41. The most likely cause is due to an interconnect board that was not operating as intended. The interconnect board and battery were replace to resolve the issue.

Event description:
It was reported that the medfusion pump, which was infusing norepinephrine produced a "biomed" message and stopped working. The patient required a couple of norepinephrine to support their blood pressure. The patient's condition subsequently became stable. No further complications were reported.